Event description:
Customer alleged blood glucose results of 420 mg/dl and 115 mg/dl when testing was performed back-to-back on the advantage system. Customer did not report symptoms and reported no action or treatment based on the results. No serious adverse event was reported in connection with the alleged malfunction. No suspect product was available for return; replacement product was sent.